Event description:
The customer reported to vyaire medical that the avea ventilator presented low fio2 (fraction of inspired oxygen) while on a patient. The customer confirmed that there is no patient harm associated with this reported events.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.